Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information for resetting the pump, and after assisting the caller with the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further issues arose.